Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, she had to be hospitalized. She felt weird and was talking funny as per her daughter over the phone and felt chest pains. The bg was 405 mg/dl, but cgm mobile device was showing low. The patient¿s spouse took her to the hospital nearby. At the hospital, bg was taken by the nurse, there was no cgm value available because it was already removed. The patient was given intravenous fluids (unable to recall) for diabetic ketoacidosis and discharged after 24 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was rested but feeling weak. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was confirmed. The probable cause could not be determined via product.